Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6), 2011, the lay-user/reporter contacted animas on behalf of the lay-user/patient alleging the patient's elevated blood glucose is not responding to the animas insulin pump treatment. At the time of the patient's hyperglycemia, there were contributing factors to the elevated blood glucose such as the patient's sinus infection and antibiotic treatment. Reportedly at around 3-4 am on (B)(6) 2011, the patient resumed insulin pump therapy. Subsequently 3 hours later, the patient's blood glucose was elevated to 400-500 mg/dl. The patient had symptoms of nausea and vomiting and tested positive for ketones. At around noontime, the patient was taken off of the insulin pump therapy and was treated with IV insulin drip. The patient responded positively to the IV insulin treatment. However when the patient was placed on the insulin pump treatment again at 6 pm, his blood glucose elevated again. By around 10:55 pm, the patient's doctor recommended the patient be taken off of the pump treatment entirely and had the subject device replaced. The animas representative performed troubleshooting to evaluate the animas pump and to assess what caused the patients alleged elevated blood glucose. The total daily dose based on the basal and bolus amount are all accounted for. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage with the infusion set or the insulin cartridge, however, the reporter states he normally sees the "usual cluster of bubbles" in the cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. The cannula did not have any a kink or bending at the infusion site. The animas representative concluded there was no pump malfunction associated with the alleged event. It was concluded that the elevated blood glucose appear to be site related possibly due to tissue exhaustion as patient has been using the pump since 2004 only on the abdomen area although hcp denies scar tissue. In addition, the bubbles in cartridge which the reporter said was a typical issue could another factor in the alleged hyperglycemic episode. This complaint is being reported because the patient reportedly experience hyperglycemia while on insulin pump therapy.